Event description:
Patient reported "breast has flipped over, developed a seroma, had an infection, painful, tender to touch, the appearance and feel of it is different, there's lumps all around, a lot of inflammatory and discomfort. I also believe that I could be suffering from breast implant illness. Systemically I feel fatigue, joint pain muscle pain, brain fog and cognitive issues with hair loss. Maybe I have some scar tissue formation or possibly a capsular contracture "baker unknown". I have increased, extreme fibroglandular tissue and previous to that, I have giant cells. It has been painful, a hardship and stressful, caused alot of suffering". The events of "breast implant illness," "fatigue," "joint pain," "muscle pain," "brain fog," and "cognitive issues with hair loss" are considered not device related. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2461805 and sterilized under sterilization run 30012010. The search criteria of this query are mentioned in procedure (B)(4) wording guidelines for complaint investigation closure 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event infection. The review of all ER/ ncr(s) related to lot number 2461805 and the event infection was performed, and no results were identified associated with this information. The search criteria of this query are mentioned in procedure (B)(4) wording guidelines for complaint investigation closure 6.0. The reported events of "capsular contracture, baker grade unknown," "infection (unknown onset)," and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, infection (unknown onset), and seroma-late.